Event description:
Balloon was inserted on (B)(6) 2016. Patient went to ER on (B)(6) 2016 with nausea, vomiting and retching and was admitted to the hospital on the same day. Patient requested that the balloon be removed. The balloon removal procedure was completed on (B)(6) 2016 and patient was released from the hospital without further incident.